Event description:
It was reported to b. Braun medical inc. That an infusomat space large volume pump (material # 87136051u, serial # unknown, lot unknown) was being used to administer medications on april 21, 2024. According to the complainant, the pump experienced air in line alarms that were not able to be cleared. The patient developed hypotension while troubleshooting the pump alarms requiring rapid response team interventions, which included administration of three different vasopressor drugs, calcium chloride and albumin. A few hours later, the air in line alarms returned, the pump and set were changed, but the alarms recurred.